Event description:
It was reported that a female patient underwent an unspecified breast augmentation with an unknown mentor implant experienced ¿breast implant prophylactic removal to avoid injury¿ postoperatively. The patient stated that due to age of her implants she had the surgery. As a result, patient underwent bilateral replacements as follow: left catalog number 3504001bc, serial number (B)(6), and right catalog number 3504001bc, serial number (B)(6) on an unspecified date. This report relates to the left side.note: the type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic. H6 health effect - clinical code e2402: breast implant prophylactic. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per clinician review, pc medical device removal was removed, since the pc: "breast implant prophylactic removal to avoid injury code" captures the device removal. Manufacturer¿s reference number: (B)(4).